Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 lead, implanted: (B)(6) 2011; c4tr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported there was far field r-wave (ffrw) oversensing on the atrial lead. Parameter settings were reprogrammed. It was further reported that technical review of the electrograms noted possible loss of capture during biventricular pacing. The leads remain in use and the patient will return to the clinic for further reprogramming. No patient complications have been reported as a result of this event.